Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified common femoral artery. A 7.0 x 40, 135cm mustang balloon was advanced for dilation. However, when pressurized at 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.